Event description:
The facility's representative reported an overinfusion during patient use. The medication being infused was heparin, at 20cc per hour. The infusion was started at 5pm, and at about 10pm, the pump was checked and the display showed the volume to be infused was 388ml, and that the total volume infused was 112ml, but the 500ml bag only had 50ml left in it. The infusion was stopped and the patient was monitored until the next morning when the prothrombin time levels went back down and patient was returned to pre-incident status by this time. The patient was not given any additional medications to offset the overinfusion. This was a primary line, and the tubing being used was interlink system made by baxter. No lot # was available. The caller stated that there have been no incident reports filed on this pump since the last baxter service event.